Manufacturer narrative:
(B)(4). An ultraflex tracheobronchial covered distal release stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received completely deployed. The stent loops were bent and the shaft was kinked approximately 19 cm from the tip of the delivery system. The outer diameter (od) of the stent was measured and was found to be within specification. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy was not confirmed; the stent was received completely deployed. However, the complainant confirmed that the physician deployed the stent outside the patient. The kink noted on the delivery system may have been a result when the physician tried to pull the wire during attempted stent deployment. However, there was no confirmation on what the customer indicated because the stent was returned completely deployed. Additionally, the loops of the stent were bent and there is no sufficient information of what could be the cause for this failure. Therefore, a review and analysis of all available information indicated the most probable cause is "no problem detected". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the weasand to treat a malignant tumor during a stenting procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent deployment suture could not be pulled and the stent failed to deploy. There was no information if the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the stent loops were bent.